Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on 14 may 2018. Records indicated patient received attune total knee replacements in both knees, utilizing competitor bone cement in both cases. The right knee was revised to address progressive pain and unspecified deformity of the knee, with aseptic implant loosening reported at both implant to cement interfaces of the femur and the tibia base plate components. Revising surgeon reported both femur and tibia were grossly loose in findings. He reported that the femur came loose from its cement mantle with instrument assistance. He stated that the tibia implant came out by hand, with no cement adhered to the tibia component. Cement mantles for both products were removed with more land instruments. The patella component was well-fixed and was not revised. With the exception of the patella, surgeon re-implanted competitor products. Doi: (B)(6) 2014; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.